Event description:
It was reported that a degenerative mitral regurgitation (mr) with a grade of 4 and flail. A mitraclip xtw was prepared per the instructions for use (IFU) and was inserted without issues. The clip was advanced to mitral valve, and grasping was performed. However, after three unsuccessful grasping attempts, it was suddenly noticed that both grippers were not functioning as intended. Therefore, the clip was removed from the patient. After the clip was removed from the patient, the clip was inspected, and it was observed that both gripper lines were no longer attached to the grippers. One clip was then deployed, reducing mr to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Returned device analysis did not confirm a gripper line break as the gripper line was observed to be intact; however, it was noted that both the gripper lines were separated from the l-lock shaft. The gripper actuation issue with both the grippers, however, were confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified a similar complaint from the lot. Based on available information and analysis of the returned device, the reported gripper line break appears to be related to the user interpretation of the gripper line being disconnected from the device. The reported gripper actuation issue ¿ both, however, was a cascading event of the gripper line separation. The investigation determined the gripper line separation resulting in gripper actuation issue to be related to a potential product quality issue. The investigation evaluated the reported issue, and the engineering group identified the likely root cause to be related to manufacturing variability. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.